Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower matrix drawer 9 had an error. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1.initial reporter addr 1: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix drawer 9 had an error. A technical support specialist (tss) remoted in, ran mu, and rebooted the cabinet. The user was then able to issue the medication without freezing. The system functioned as intended after the technical support specialist troubleshot the device.